Manufacturer narrative:
The received device had the cannula assembly deployed and the pink slide was confirmed to be moved forward and visible in the viewing window. No abnormalities were found that would indicate a failure of the device to deploy the needle as intended, and the device ran >200 pulses. A leak test found that fluid flowed through the fluid path with no signs of struggle or leakage. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 363 mg/dl while wearing the pod on the leg. While patient was reporting this pod for high bg levels and the pod leaking insulin, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Patient also reported the presence of small ketones. As treatment, patient delivered a manual injection. The patient's blood glucose history is as follows: (B)(6).